Event description:
It was reported that the handpiece began overheating at the beginning of an oral surgery. There was no reported pt or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was problems with the bearings and a corroded driveshaft, which were replaced. Service repaired and returned the device to the customer.